Manufacturer narrative:
Correction information provided in b.2. And h.11. Upon further assessment it was identified that the issue pertains to the handle being crushed rather than the trocar blade, which does not meet criteria for reporting based on applicable medical device regulations. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the end of the trocar blade handle was crushed during the surgery. The procedural type was unknown. The surgery was completed on the same day after replacing the product with another one. There was no patient impact. Upon further assessment it was identified that the issue pertains to the handle being crushed rather than the trocar blade.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the end of the trocar blade handle was crushed during the surgery. The procedural type was unknown. The surgery was completed on the same day after replacing the product with another one. There was no patient impact.